Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress or handling or other factors. The following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was leakage due to a hole / crack in the control panel of the evis exera ii ultrasound gastrovideoscope. Inspection and testing of the returned device found there was a gap between the acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to a dent on switch 1, water tightness was lost. Due to wear of the locking engagement lever, the up/down knob could not be locked securely. The suction cylinder, scope body and scope cover had discoloration. Due to a pinhole on the channel tube, water tightness was lost. The acoustic lens was damaged. The adhesive on the bending section was chipped. Due to wear of angle wire, the play of the up/down, right/left knob was out of the standard value. The universal cord has buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.